Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited an allergic reaction. Reportedly, the patient thought of having infection as having reactions to the device, but it is more likely of allergies. There are no coated devices and s-ICD device is made primarily of titanium. Additional information indicated that the lead was explanted due to infection. There were no additional adverse patient effects reported.